Event description:
It was reported, that the right ventricular (rv) lead. Exhibited high out-of-range shock impedance measurements of 125 ohms. Technical services (ts) was contacted, and ts discussed programming options. And noted, how the impedance has been increasing steadily. Suspecting lead calcification buildup. The rv lead remains in service. No adverse patient effects were reported.